Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site calcification, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation with a (right) 300cc mentor memorygel breast implant and breast augmentation revision with a (left) 255cc mentor memorygel breast implant, was initially diagnosed via mammography with bilateral breast calcifications, post-procedure. A left breast biopsy was performed. The patient became unhappy with the size of the implants and expressed that they are causing a lot of back pain and discomfort. The patient was working out, felt a sharp pain in the abdomen and was taken to the emergency room for hernia. The patient also reported back pain, neck pain, shoulder pain and stated that the implants are too big for her. On (B)(6) 2021, the patient underwent bilateral removal, without replacement, of the implants. It was then discovered that the right breast implant had ruptured. Post-procedure, the patient was reported to be very happy and feeling restored.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site calcification, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation with a (right) 300cc mentor memorygel breast implant and breast augmentation revision with a (left) 255cc mentor memorygel breast implant, was initially diagnosed via mammography with bilateral breast calcifications, post-procedure. A left breast biopsy was performed. The patient became unhappy with the size of the implants and expressed that they are causing a lot of back pain and discomfort. The patient was working out, felt a sharp pain in the abdomen and was taken to the emergency room for hernia. The patient also reported back pain, neck pain, shoulder pain and stated that the implants are too big for her. On (B)(6) 2021, the patient underwent bilateral removal, without replacement, of the implants. It was then discovered that the right breast implant had ruptured. Post-procedure, the patient was reported to be very happy and feeling restored.this medwatch form is for the left breast prosthesis.